Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged short of breath, throat irritation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged throat irritation, difficulty breathing, or shortness of breath. There was no report of serious patient harm or injury. Additional information was received about the allegation of cough and other thermal issues. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During the exterior investigation, observed a dust-like contaminant on the front panel, top enclosure, rear panel, inside the iso port, and bottom enclosure. A heavier layer of dust-like contamination was present on the inside of the top enclosure and the backside of the user interface (ui) panel. A whitish dust-like contamination is seen around the iso port seal. An unknown brownish contamination (potential insect contamination) was observed on the inside of the iso port, the outlet of the blower box, and the inside of the blower motor. Large grayish balls of dust-like material are observed in the base of the bottom enclosure, along with a dust/ dirt-like material and most-likely a tab from the rear of the ui panel. The internal aspect of the device was inspected; observed corrosion at the dc jack power connector and the issue of liquid ingress to the p4 power connector. A heavy layer of whitish dust-like contamination is observed on the blower cap seal, blower cap, blower motor, blower outlet seal, and blower box. Also observed dried liquid on the bottom of the blower motor and in the base of the blower box. Signs of unknown brownish contamination (potential insect contamination) were also found around the blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. Product investigation laboratory for further investigation confirmed no presence of degraded sound abatement foam.   The manufacturer concludes that the investigation at the product investigation laboratory observed dust/dirt contamination in the airpath, corrosion at the dc jack power connector, and liquid ingress to the p4 power connector, likely from a source external to the device, but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Sections d8, d9, h3, and h6 are updated in this report.